Manufacturer narrative:
A revision was performed and both this lead and the associated device were successfully replaced. The lead will not be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, interrogation of this implantable cardioverter defibrillator (ICD) revealed several recorded episodes caused by noise on this right ventricular defibrillation lead which resulted in oversensing. No shocks were delivered during these episodes. It is suspected that the lead insulation may be breached or that the lead had fractured. No adverse patient effects were reported.